Event description:
During left ventricular assist device patient support, the console went into intermittent "high pressure" alarms. During the alarm condition, the console continued to operate normally. There was no impact to the pt. The console was switched to a backup. The console is being evaluated by hosp biomed.